Manufacturer narrative:
The device has not been returned for analysis. A review of documentation supplied with the implant states that the implant must be charged every 30 days to avoid battery depletion. Based on the information received, the cause of the reported incident is consistent with user error.

Manufacturer narrative:
Date of event is estimated.

Event description:
Related manufacturer reference number: 1627487-2021-17700. It was reported that the patient lost therapy due to ipg being inoperable. Reportedly, the patient had not charged the ipg for over a year rending ipg inoperable. As such, surgical intervention took place on (B)(6) 2021 wherein the ipg was explanted and replaced with a new ipg addressing the issue. Therapy was restored post operatively. Note: it is unknown which ipg was replaced. Hence, both ipgs are being reported.